Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), genital haemorrhage ("abnormal bleeding"), hydrosalpinx ("bilateral hydrosalphinx") and thymoma malignant ("thymoma cancer stage 3") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity. In (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced hydrosalpinx (seriousness criterion medically significant) and anxiety ("emotional anguish"). In (B)(6) 2014, the patient experienced adnexa uteri cyst ("paratubal cyst"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), thymoma malignant (seriousness criterion medically significant), procedural pain ("painful post-operative recovery"), allergy to metals ("nickel allergy/had nickel allergy before insertion") and pelvic pain ("pain"). The patient was treated with surgery (underwent a bilateral salpingectomy to remove essure). Essure was removed on (B)(6)2014. At the time of the report, the abdominal pain, genital haemorrhage, hydrosalpinx, dyspareunia, procedural pain, vaginal haemorrhage, menorrhagia, fatigue, allergy to metals, anxiety and adnexa uteri cyst had resolved and the thymoma malignant outcome was unknown. The reporter considered abdominal pain, adnexa uteri cyst, allergy to metals, anxiety, dyspareunia, fatigue, genital haemorrhage, hydrosalpinx, menorrhagia, pelvic pain, procedural pain, thymoma malignant and vaginal haemorrhage to be related to essure. The reporter commented: removal details: procedure in detail: once both tubes were completely removed, there were residual pieces of the essure device noted coming from the cornual portion of the uterus. These were grasped and extracted without difficulty. The tubes and essure devices were removed from the peritoneal cavity and sent to pathology for subsequent diagnosis diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: confirming full occlusion of fallopian tubes ultrasound pelvis - on (B)(6)2014: bilateral hydrosalpinx most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. New event added- thymoma cancer stage 3. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), genital haemorrhage ("abnormal bleeding") and hydrosalpinx ("bilateral hydrosalphinx") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced hydrosalpinx (seriousness criterion medically significant) and anxiety ("emotional anguish"). In (B)(6) 2014, the patient experienced adnexa uteri cyst ("paratubal cyst"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), procedural pain ("painful post-operative recovery"), allergy to metals ("nickel allergy") and pelvic pain ("pain"). The patient was treated with surgery (underwent a bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, genital haemorrhage, hydrosalpinx, dyspareunia, procedural pain, vaginal haemorrhage, menorrhagia, fatigue, allergy to metals, anxiety and adnexa uteri cyst had resolved and the pelvic pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri cyst, allergy to metals, anxiety, dyspareunia, fatigue, genital haemorrhage, hydrosalpinx, menorrhagia, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: had nickel allergy before insertion (onset (B)(6) 1975) removal details: procedure in detail: once both tubes were completely removed, there were residual pieces of the essure device noted coming from the cornual portion of the uterus. These were grasped and extracted without difficulty. The tubes and essure devices were removed from the peritoneal cavity and sent to pathology for subsequent diagnosis. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: confirming full occlusion of fallopian tubes. Ultrasound pelvis - on (B)(6) 2014: bilateral hydrosalpinx . Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), fatigue, nickel allergy, emotional anguish, paratubal cyst, bilateral hydrosalphinx, pain added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent a bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, genital haemorrhage, dyspareunia and procedural pain was resolving. The reporter considered abdominal pain, dyspareunia, genital haemorrhage and procedural pain to be related to essure. The reporter commented: since having the surgery, patient's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.